Manufacturer narrative:
Information regarding patient weight and device lot number could not be obtained. Since the lot number was not provided, the device manufacture and expiration dates are not available. Additional information will be provided within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated referenced numbers of 1058196-2015-00186 and 1058196-2015-00185.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a 7.5 x 3.5mm right vertebral artery aneurysm the access was built with a prowler select plus 606151x and 606s255x. It was noted that the enterprise stent (enc452812/10396487) could not be advanced at middle of the prowler select plus (606s255x/lot unk) shaft. The surgeon removed the microcatheter and stent. The stent had deployed after the surgeon removed it from microcatheter. The microcatheter was reshaped and the surgeon completed the procedure with a new stent. A constant and dedicated saline source was used at all time, and no further information was available. There was no report on patient injury.

Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during stent assisted coil embolization of a 7.5 x 3.5mm right vertebral artery aneurysm the access was built with a prowler select plus 606151x and 606s255x. It was noted that the enterprise stent (enc452812/10396487) could not be advanced at middle of the prowler select plus (606s255x/lot unk) shaft. The surgeon removed the microcatheter and stent. The stent had deployed after the surgeon removed it from microcatheter. The microcatheter was reshaped and the surgeon completed the procedure with a new stent. A constant and dedicated saline source was used at all time, and no further information was available. There was no report on patient injury. The device was not returned for analysis. In addition, the sterile lot number was not provided; therefore, a DHR review could be performed. The stent deployment was confirmed since the stent was received deployed. The resistance between the microcatheter and enterprise delivery wire could not be evaluated since the stent was already deployed. The enterprise device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated referenced numbers of 1058196-2015-00186 and 1058196-2015-00185.